Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On october 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On august 2, 2022, mentor became aware that the patient's date of explantation surgery has been updated to august 9, 2022.

Manufacturer narrative:
On september 7, 2022, mentor received additional information indicating that the patient was also with right breast double bubble deformity, breast asymmetry, and bilateral breast ptosis. During the revision surgery on (B)(6) 2022, the patient also underwent bilateral breast lifts, right breast capsulotomy and right breast implant replacement with an unspecified implant. On september 12, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Complication of the left breast will be reported under mrn: 1645337-2022-11120. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 3, 2022, mentor became aware that the patient's date of explantation on (B)(6) 2022 was cancelled and moved sometime in (B)(6) 2022.